Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated two lesions. The first lesion was a 90% stenosed, 3.0x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 3.0x28mm taxus express2 study stent. Post dilation was performed with an unspecified balloon resulting in 0% residual stenosis. The second lesion was a 90% stenosed, 3.0x15mm target lesion located in the left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified balloon, and the placement of 3.0x16mm taxus express2 study stent. Post dilation was performed with an unspecified balloon resulting in 0% residual and timi 3 flow. In 2009, at a follow up visit, angiography confirmed a 25% restenosis of the mid lad and a 99% restenosis of the distal lcx artery. The pt had no ischemic symptoms. Reintervention in the 99% restenosed, 3.5x10mm lesion located in the distal cx artery consisted of ballooning resulting in 25% residual stenosis. The pt's outcome was listed as "improved" the following month.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.